Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing kinked infusion set cannulas, insulin leakage, and elevated blood glucose (value not provided) while using the infusion sets. The patient stated the infusion site would become sore and blood glucose elevated. The patient would remove the headset and find the cannula kinked and the adhesive would be damp. The patient changed the headset daily due to the issue. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.